Manufacturer narrative:
A solid fusion was achieved in the area initially treated. All hardware was intact at the time of the removal. There were no signs of infection. All hardware was evaluated at the hospital and was found to be intact and had performed as intended. The genesys spine vp of quality and regulatory was present at the revision surgery and evaluated the hardware on-site. Due to hospital policy the hardware will not be performed. The explanted hardware from l2-3 included the following: 6.5mm x 50mm tilock pedicle screws. Two g711-65-50/lot 2633-01/6.5mm x 50mm tilock pedicle screws. Three g825/lot 2522-01/set-cap. One g825/lot 1528-441/set cap. Two g150-50/lot 1528-38/50mm curved rods. One g300-med/lot 2642-01/medium crosslink. Due to hospital policy the hardware will not be returned.

Event description:
On (B)(6) 2012, a patient was implanted with pedicle screw system hardware from l2-3. Patient has solid fusion at those levels with no issues with the hardware. On an unknown date, the patient presented adjacent level disk disease at l3-4 and l4-5. Patient underwent revision surgery on (B)(6) 2013. The hardware from the 2012 surgery was removed and the surgeon replaced it with new hardware. The revision was completed without any adverse consequences for the patient.